Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). UDI # - (B)(4). Report source: foreign - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was discovered during incoming inspection at the warehouse that one product was found to have a stain on the product. Another product was found to have the seal peeling off and also and stain on the product. There was no patient involvement.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The stains are caused contact with racks on which the guide wires are placed during passivation. These contact points cause a small portion of the guide wire to not receive a full passivation coating, leading to an inconsistent coating appearing as a "stain" or mark. These stains are not corrosion, and do not impact the fit, form, or function of the guidewires; they are merely cosmetic. The product is conforming per zimmer biomet's criteria. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected: remove device code "packaging problem" as it is no longer applicable for this complaint.

Event description:
It was discovered during incoming inspection at the warehouse that two products were found to have a stain on the product. There was no patient involvement.